Manufacturer narrative:
With a review of the available information there were no device malfunctions or performance issues that would impact the event. The site; however, reported that they believed the reported event of multi-organ failure to be related to the patient's ongoing driveline infection.  Individuals with compromised immune systems and/or being treated simultaneously with multiple antibiotics are more susceptible infection and sepsis.  Though the root cause of the reported event cannot be conclusively be determined, clinical factors that may have contributed include the patient's weakened immune system due to ongoing infection and use of multiple antibiotics, and complications with chronic, decompensated heart failure. There are patient, procedural, and pharmacological factors that may have contributed to this event.  The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. Sepsis and multi-organ failure are known potential clinical adverse events associated with use of the vad. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management. The IFU provides the user material which communicates how to potentially mitigate and provide medical management of multi-organ failure and sepsis. The IFU also provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. Other contributing factors include the patient's nutritional status and trauma to the operative site. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was readmitted to the hospital with multiple issues including sepsis (mrsa) and chronic decompensated hearth failure, eventually leading to multi-organ failure. The patient presented with shortness of breath (sob), weight gain, lethargy, hepatotoxicity, worsening jaundice and fluid retention. Initial treatment included, linezolid, intravenous diuretics and oral potassium supplements. The patient's previous driveline infection was treated with vancomycin, which is what the site believed lead to the multi-organ failure.&#2056;e was discharged on (B)(6) 2016. His discharge treatment plan included orders to continue rifampicin therapy and bacteriostatic antibiotic cream, complete the remaining two days of antiviral therapy, and follow up on (B)(6) 2016 in heart and lung clinic for repeat labs.